Event description:
In 2007, a patient underwent cerebrospinal fluid drainage, prior to the implantation of a gore tag thoracic endoprosthesis for the repair of a descending thoracic aortic aneurysm. Postoperatively, the patient presented with paraplegia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.